Manufacturer narrative:
Unique identifier (UDI)# na.

Event description:
The customer stated that all of their qc was running low on their analytical p module (mod p) analyzer. It was not known if the low results were out of specification or not. After noticing the low qc, the customer repeat an unknown number of patient samples. The customer found for one patient the initial phos inorganic phosphorus (phos) result was a reportable malfunction. The initial phos result was 11.90 mg/dl with a data flag. The repeat result from another analyzer was 4.76 mg/dl with a data flag. The erroneous result was released outside of the laboratory to the physician. The repeat result was deemed to be correct and a corrected report was issued. There was no adverse event. The phos reagent lot was 26994701 with an expiration date of 31-oct-2018. The field engineering specialist found the root cause to be that the teflon from the stirrer paddle had been scrapped off. He replaced the stirrer paddle. He installed new reagents for affected chemistries. The customer ran calibration and qc testing. Further investigation confirmed the field engineering specialist initial finding as the root cause. The customer stated the issue has not returned following the repair.